Event description:
The account alleges while placing an infusion catheter within the femoral vein of a patient diagnosed with deep venous thrombosis [dvt] the catheter kinked and detached within the femoral vein. The clinician performed a cutdown procedure to successfully remove the foreign body from the patient. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
Only part of the suspect device was returned for investigation. The partial device was examined visually, and microscopically and functional testing was performed. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the complete device be returned at a later time, the investigation will be reopened.